Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the operating room (or) staff called into intuitive surgical, inc. (Isi) technical service engineer (tse) mid procedure stating they were having recoverable errors twice and 5 minutes later turned into a non-recoverable fault. The surgeon did not want to wait and decided to convert to open. The se viewed logs and found 3 errors on armnet 3.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site for further analysis. During the site visit, the fse utilized aurora comm status to diagnose communication errors and employed fiber bypass techniques to isolate components. The engineer reseated cables at proximal, vertical, and horizontal locations and replaced two fiber optic cables. Following these actions, the fse successfully cleared communication errors, performed system verification, and confirmed the system was fully operational and ready for use. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.